Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, it was noted via computed tomography (CT) that the closure device had an extreme shift proximally. The physician deemed it necessary to extract the 31mm closure device. The closure device was successfully retrieved using a non-boston scientific (bsc) grasping device (raptor) and a smaller 27mm watchman flx laa closure device was then implanted to treat the laa. There were no patient complications reported.